Event description:
It was reported that during a knee arthroplasty, the tibial insert would not seat on the tibial tray. Another tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage to the distal surface (nicked/gouged) and the locking feature (dovetail) is found to be compressed and flared out. The root cause is attributed to use error. An updated summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual examination of the provided pictures confirmed that the locking feature (dovetail) appears to be compressed. Device history record was reviewed and no discrepancies were found. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.